Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a laparoscopic cholecystectomy where this device was used, the patient developed hemorrhagic shock. The patient returned to the hospital fifteen days post-procedure and had lost 500cc's of blood. The patient required hospitalization and a catheter was used to control the hemorrhage. The patient condition improved and was discharged from the hospital nineteen days after readmission.